Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer stated that the alarms had occurred since september of last year. Customer stated that the alarm would occur at any time and during any event. Customer stated that it did not only occur when she was changing the infusion set or when the reservoir was running low. Customer agreed to replace the pump.